Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the patient¿s intravenous (IV) infusion with a clearlink continu-flo solution set, a ¿puddle of liquid¿ was found below the IV pole. It was reported that the tubing was wet and a crack in the tubing was found. The IV had been checked one hour prior with no issues noted. The customer was unable to draw or flush back blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.